Manufacturer narrative:
The reported events of noise and ¿rv lead had an acute bend causing trauma to the lead¿ were confirmed. As received, a complete lead was returned in one piece. External insulation abrasion was noted at 10.9cm to 11.0cm from the connector pin consistent with lead friction to the ICD can. Suture sleeve tie impression was also noted at 21.5cm and 21.9cm from the connector pin. Further analysis found that the lead was slightly bent distal to the connector boot. The reported event of noise was isolated to external insulation abrasion breaching the outer insulation and exposing the outer coil proximal the suture sleeve tie impression.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and and a new rv lead was successfully implanted on (B)(6) 2021. The patient was asymptomatic and stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited noise episodes. X-ray testing revealed that the rv lead had an acute bend causing trauma to the lead. Further information was requested but not received.